Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported a manufacturer representative met with the patient and was able to take care of her. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for chronic low back pain and non-malignant pain. The patient reported that when trying to connect with the implantable neurostimulator (ins), they are only seeing the ¿looking for device¿ message, and they cannot connect with the ins. The patient also stated that the controller is displaying ¿connect to recharger.¿ they mentioned that they did not have their recharger cable with them, or their ac power supply at the time of the report. They stated that the device started to go ¿haywire¿ 2 weeks ago. They explained that they can feel stimulation increase when they are near their controller or trying to use the controller. The patient stated that it feels like their stimulation is too high. They noted that they need to be in a separate room from their controller. The patient attempted to use their controller again at the time of the report, but could not connect with the ins. They indicated that they are going to meet the manufacturing representative at the doctor¿s office on (B)(6) 2018 to have the device checked. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the increased stimulation was due to positional changes, and the patient turning up their amplitude. They stated that the patient lost their original programmer, so they ordered a new one, but didn¿t like the new one so they threw it away. The patient then found their original programmer, so the rep reset it and it works fine. The rep stated that they reprogrammed the patient, and they are doing better now. The issue was resolved. No further complications were reported or anticipated.